Event description:
A customer obtained a positively biased total beta-hcg result on a quality control sample. A biased result of this magnitude on a pt sample could result in the initiation of treatment. There was no report of harm as a result of this event.